Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("experiencing excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('experiencing excessive and abnormal bleeding during menstruation') in a 48-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and obesity. Concomitant products included phentermine hydrochloride;topiramate (qsymia) from-(B)(6)2013 to (B)(6)-2017 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines/headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and on (B)(6)2014 underwent ablation). Essure was removed on (B)(6)-2017. At the time of the report, the abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, abdominal distension, weight increased, fatigue and allergy to metals outcome was unknown and the back pain, dysmenorrhoea and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a64626 manufacture date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('experiencing excessive and abnormal bleeding during menstruation') in a 48-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and obesity. Concomitant products included phentermine hydrochloride;topiramate (qsymia) from (B)(6) 2013 to (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines/headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, abdominal distension, weight increased, fatigue and allergy to metals outcome was unknown and the back pain, dysmenorrhoea and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a64626. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("experiencing excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('experiencing excessive and abnormal bleeding during menstruation') in a 48-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and obesity. Concomitant products included phentermine hydrochloride;topiramate (qsymia) from (B)(6) 2013 to (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines/headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, abdominal distension, weight increased, fatigue and allergy to metals outcome was unknown and the back pain, dysmenorrhoea and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a64626, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('experiencing excessive and abnormal bleeding during menstruation') in a 48-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and obesity. Concomitant products included phentermine hydrochloride;topiramate (qsymia) from (B)(6)2013 to (B)(6)2017 and sertraline hydrochloride (zoloft). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6)2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines/headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and on (B)(6)2014 underwent ablation). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, abdominal distension, weight increased, fatigue and allergy to metals outcome was unknown and the back pain, dysmenorrhoea and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6)2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2019: pfs and mr received. Reporter information, lab data, lot number, concomitant drug, medical history added. Events : nickel allergy, fatigue, lower back pain, abdominal pain, dysmenorrhea(cramping), migraines/headaches, abnormal vaginal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.